Manufacturer narrative:
B5: additional information added. This complaint has been withdrawn based on the review of a bsc medical director.

Event description:
It was reported via patient call center that mitral valve regurgitation occurred. A left atrial appendage closure (laac) procedure was being performed in conjunction with an ablation. The ablation was initiated, however was discontinued due to pericardial effusion. The physician proceeded with the laac procedure, and a 31mm watchman flx closure device was implanted. The patient reports having severe mitral valve regurgitation which they believe to be related to the watchman flx closure device. The patient was directed by their physician to take lasix. This event was further reviewed by a boston scientific medical director. The implanted watchman device would not be likely to cause mitral valve regurgitation. This complaint has been withdrawn.

Manufacturer narrative:
E4: init rptr also sent rep to FDA - updated to 'yes'. Medwatch report mw5146855.

Event description:
It was reported via patient call center that mitral valve regurgitation occurred. A left atrial appendage closure (laac) procedure was being performed in conjunction with an ablation. The ablation was initiated, however was discontinued due to pericardial effusion. The physician proceeded with the laac procedure, and a 31mm watchman flx closure device was implanted. The patient reports having severe mitral valve regurgitation which they believe to be related to the watchman flx closure device. The patient was directed by their physician to take lasix. This event was further reviewed by a boston scientific medical director. The implanted watchman device would not be likely to cause mitral valve regurgitation. This complaint has been withdrawn. It was further reported that this event was reported via voluntary medwatch mw5146855. The patient further reported post-procedural exertional dyspnea for which the patient was later evaluated and mitral valve regurgitation and pulmonary hypertension were identified. The patient may need mitral valve replacement surgery. Further good faith efforts have been initiated to obtain further clarification from the patient's physician regarding the additional information, however to date, no new information has been obtained. In the absence of additional clarification from the patient's physician, the boston scientific medical team has reviewed the additional information from the patient and maintain the previous assessment that the patient's symptoms are not likely to be caused by the implanted watchman.

Event description:
It was reported via patient call center that mitral valve regurgitation occurred. A left atrial appendage closure (laac) procedure was being performed in conjunction with an ablation. The ablation was initiated, however was discontinued due to pericardial effusion. The physician proceeded with the laac procedure, and a 31mm watchman flx closure device was implanted. The patient reports having severe mitral valve regurgitation which they believe to be related to the watchman flx closure device. The patient was directed by their physician to take lasix..